Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A operating room manager reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The lens was explanted in a secondary procedure after two months of initial implantation. Explanted lens was replaced with a monofocal one. The clinical reason for the explant was refractive error. Additional information has been requested.

Event description:
Additional information was received stating a company trifocal lens was exchanged for a company monofocal lens due to blurred vision, refractive error. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens. There was no patient harm reported.

Manufacturer narrative:
Correction information was provided in a.2., a.3, b.2., b.3., b.5, b.6., b.7., d.10., e.4., and h.10. Based on corrected information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).